Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient. No additional information has been provided at this time. Rxsight's first awareness of this was 8/17/2021. The device history record for the lens was reviewed. No issues were noted. The lens is currently being evaluated.

Event description:
The site reported that a light adjustable lens had been explanted from the patient. No additional information has been provided at this time. Rxsight's first awareness of this was 8/17/2021.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient. Upon follow-up, the site reported that the light adjustable lens had been exposed to ambient uv light prior to lock in. Rxsight's first awareness of this was 8/17/2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual inspection and optical testing of the lens confirmed the presence of an ambient zone, which is indicative of ambient uv light exposure prior to lock in.

Event description:
The site reported that a light adjustable lens had been explanted from the patient. Upon follow-up, the site reported that the light adjustable lens had been exposed to ambient uv light prior to lock in. Rxsight's first awareness of this was 8/17/2021.